Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product was found to have debris in the sterile package. This was discovered in the warehouse. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Visual evaluation of the returned product found (1) piece of loose white debris in the sterile pouch. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.